Manufacturer narrative:
An event regarding periprosthetic fracture involving a uhr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that patient's left hip was revised approximately 1 month post-op due to recurrent dislocations. A stryker bipolar component and femoral head as part of a hemi hip construct were revised to a total hip with competitor acetabular components and another stryker head. The other femoral components were not revised. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy. Update: surgeon reported cause of dislocation was due to a posterior acetabular rim fracture (no trauma reported to rep). Surgeon also reported that "component placement was excellent".